Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use the catheter tip was discovered to be deformed with a bd insyte¿ IV catheter. The following information was provided by the initial reporter, translated from spanish to english: catheter 24 is observed with dysfunction in the tip at the time of insertion in the patient.

Manufacturer narrative:
Investigation: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. A review of the device history record was performed and no quality issues were found during production. CAPA#1302123 was initiated.

Event description:
It was reported that during use the catheter tip was discovered to be deformed with a bd insyte¿ IV catheter. The following information was provided by the initial reporter, translated from spanish to english: catheter 24 is observed with dysfunction in the tip at the time of insertion in the patient.